Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship cause for the reported sternal infection and bleeding could not be conclusively determined through this evaluation. The account reported that the patient was experiencing melena, an elevated white blood cell count, and a left pleural effusion starting on (B)(6) 2017. The patient¿s gi tract was consulted and an egd showed gastritis with no active bleeding. A colonoscopy and capsule study were negative for gi bleeding. The patient¿s aspirin was held, bidaily ppi was continued, and the patient underwent a blood transfusion. The patient¿s hemoglobin appeared stable and the bleeding reportedly resolved on (B)(6) 2017. The patient underwent a sternal wound debridement due to increased drainage from their incision on (B)(6) 2017. The patient¿s tissue cultures were positive for serratia marcescens. The patient was treated with cefepime and the infection reportedly resolved on (B)(6) 2017. The patient had a pigtail placed on (B)(6) 2017 and was treated with velletri then transitioned to iloprost due to the pleural effusion. The medication was stopped prior to discharge and reportedly resolved on (B)(6) 2017. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2018 captured under MFR# 2916596-2019-02603. Infection and bleeding are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information about caring for the driveline and preventing infection. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have melena and gastrointestinal was consulted. The patient had a esophagogastroduodenoscopy that showed gastritis with no active bleeding. A colonoscopy and capsule study were negative for a gastrointestinal bleed. The patient's aspirin was held and bid ppi continued. Hgb appears stable and no txn since (B)(6) 2019. The patient was given a blood transfusion. On (B)(6) 2019 the patient had urine cultures that were positive for serratia marcescens. Blood cultures were negative and the patient had chest wound debridement on (B)(6) 2019 because there was increased drainage from the incision. Tissue cultures were also positive for serratia marcescens and they were treated with cefempine.